Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and occlusion from the reservoir. The customer's blood glucose reading was 486 mg/dl. The customer treated with the pump and 2.0 units of insulin. The customer reported no delivery and motor error alarm. The customer reported that the event was resolved by a complete set change. The customer will return the reservoir for analysis.